Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that right ventricular perforation occurred during an implant procedure. Pericardial effusion was noted on the echocardiogram without tamponade. An echocardiogram the following day indicated that the perforation site had covered over with thrombus. In 2009 the patient experienced chest pain, which subsided with nitroglycerin. Later that day the lead exhibited loss of capture. The lead was explanted and replaced two days later.

Event description:
Reporter stated that the lancet protruded from the end-cup of the multiclix lancet device after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.